Manufacturer narrative:
The field service engineer (fse) confirmed the rbc diluent dispenser diaphragm was leaking air and he replaced it to resolve this issue.

Event description:
A customer reported the red blood cell (rbc) and platelet (plt) background on their lh750 instrument failed; they stopped using the instrument and requested service. No erroneous patient results were generated in connection with this event.